Manufacturer narrative:
Internal investigation confirmed customer complaint of false negative in lanes 27 and 39 with the dpb1 (B)(4) allele. Root cause is determined to be incorrect reactivity prediction for this allele with these lanes. Recall #006-2013. (B)(4).

Event description:
(B)(4). It was reported that a discrepancy between the dpb1 unitray ssp (model #451606d lot #008 928434) results and sbt typing on a sample. The sample type as a dpb1 (B)(4) by sequencing. Dpb1 high resolutions ssp tray did not give a result. Customer indicated that wells 27 and 39 were false negative. This led to a no type result.